Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from unspecified location of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the patient to clear the alarm and restart therapy with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.